Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of an issue with receiving motor error alarm on their insulin pump. Customer was able to conduct rewind and cleared the motor error. Customer states that the she keeps getting motor errors. The patients' blood glucose levels were 150mg/dl. Customer was advised to disconnect from the pump. Insulin pump was checked for alarms within the last thirty days, and three alarms were found. Customer was advised to discontinue use of pump, and that the pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.